Event description:
It was reported that the customer was hospitalized for dka. The nurse had called and stated that the pump has an error alarm. At that time, the nurse was given assistance with clearing and resetting the pump. In addition, the nurse was educated on the error alarm. A few hours later, the spouse called to do troubleshooting. It was stated that the reservoir was placed correctly in the pump. Troubleshooting was done and the pump passed the testing.